Manufacturer narrative:
The nurse call system is a comprehensive communication and information management system that helps caregivers provide the best possible care to patients in the most efficient manner. The system facilitates communication within a nursing unit. Caregivers have the ability to quickly locate and communicate with a fellow staff member, and patients can easily communicate with caregivers, the nursing station, or directly to their primary caregiver. When a bed is used in conjunction with voalte nurse call, the bed¿s exit alert notification, in addition to alerting at the bedside, is routed to designated communication devices (nurse console, patient station, dome light, mobile phone, etc.) And provides a visual and/or audible event alert notification at the designated device. The voalte nurse call instructions for use notes ¿the nurse call system is designed to be used only as a secondary alarm system for bed exit alarms. It should never be used as the primary bed exit alarm system. Troubleshooting into the reported event determined that the customer was not able to see any alarms coming from nurse call in alarm notification because of a configuration change to a new unit that had happened the day before the issue was reported. It was additionally determined the alerts were still working without issue on the voalte mobiles. A configuration change in the database resolved the issue. If nurse call alarms not alerting at the nurses station were to recur, it would be likely to cause or contribute to serious injury or death. Therefore hillrom is cautiously reporting this event.

Event description:
The customer reported that alarms coming from nurse call were not visible in alarm notification. There was no report of patient injury or delay in care. This event was captured under hillrom complaint ref # (B)(4).